Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in the tricuspid position. On pod # 9, there was a single leaflet device attachment (slda) with the device implanted. The index procedure was complicated due to torn central septal leaflet due to ripped out triclip from septal position. The pascal device was implanted in the posterior-septal (p/s) position with a 3-9 orientation. Initially, the patient presented with massive tricuspid regurgitation(tr), which was successfully reduced to moderate following the procedure. However, on postoperative day 9 (pod#9), a single leaflet device attachment (slda) was observed on echocardiographic evaluation, accompanied by a recurrence of severe tr. No actions were required. As per medical opinion, the perceived root cause of the event was due to the torn leaflet the device was temporarily grasping the leaflet.

Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests patient factors have likely contributed to the event. As per information received, the index procedure was complicated due to torn central septal leaflet due to ripped out or teer device from septal position. The torn central septal leaflet may have increased the tension experienced on the leaflet, ultimately leading to the slda. Since no edwards defect was identified, corrective or preventative actions are not required.